Manufacturer narrative:
A medtronic representative went to the site to test and service the equipment. There were no issues found with the system. The system passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a deep brain stimulation (dbs) procedure. It was reported that during the case when the x-ray technician let go of the movement button on the pendant, the system still moved a short distance after releasing the button. There was no delay to the procedure, and there was no impact on patient outcome. It was later reported that medtronic representatives (reps) met with the x-ray staff and showed them that what they experienced was normal. It was stated that the weight of the bore will continue to move for a fraction of a second after releasing. The option to fix that is to use micromovements.